Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported. Product has been received but is pending evaluation. A follow up report will be submitted upon completion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Data was evaluated. Confirmation of the allegation and probable cause could not be determined via data. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. The log was downloaded but could not be reviewed as data was not present in the log. The transmitter was downloaded and reviewed finding early sensor expiration. The allegation was confirmed. The probable cause was determined to be counts aberration via product. No injury or medical intervention was reported.